Event description:
Philips received a complaint from customer biomed reporting a white display screen on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse recommended a replacement second generation liquid crystal display (lcd) cable to restore the device to full functionality.

Manufacturer narrative:
The customer bme reported the cable was replaced once received. The device was operational and returned to service after repairs were completed.